Event description:
Event description guidant received information that the right atrial lead exhibited a loss of capture. During the invasive procedure it was identified that right atrial and the left ventricular leads were fractured due to twiddler's syndrom. It was also reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to an advisory on this model device. There were no allegations or complaints against the device. Subsequently, the device was retrieved from archive for further analysis testing.